Event description:
It was reported that the patient experienced severe muscle spasms to the point that she was unable to bend her knees. The symptoms began approximately 1 hour after a pump refill in (B)(6) 2011. The spasms did not resolve until she was in the emergency room and received intravenous medication. She received IV dilaudid, ativan; it was uncertain if she received anything else. The hcp turned the pump down to minimum rate before she went to the ER. The spasms subsided.

Event description:
Additional information: patient continued to have concerns regarding device or therapy and was working with the hcp and manufacturer representative. The next appointment dates were (B)(6) 2012.